Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her life had been painful and hectic for a while. The patient noted that she was in a car accident in (B)(6) 2018. The patient reported that stimulation was ¿electrocuting¿ her in (B)(6) 2019 and the next day she couldn¿t connect or recharge her ins. The patient reported that when she tried to recharge her ins, it didn¿t register and the programmer didn¿t register since (B)(6) 2019. The patient also reported that even though her therapy has been off, she was feeling the ¿electrocuting¿ sensation on (b)(6 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins could not be read but either the recharger or patient programmer. The patient said "they both act like nothing is there when I attempt to get a read. It's never happened before, but whatever happened, happened within the past week". No symptoms were reported. No further complications were reported/anticipated.